Event description:
During the user test, it was reported that the device intermittently failed to detect the therapy cable or external hard paddles connection. The reported issue would prevent the device from providing defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and the therapy connector parts info to repair device. F/u with customer confirmed that replacement of the therapy connector resolved the issue. The device has been placed back to service.